Manufacturer narrative:
(B)(4). Allergic reaction. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in year 2012, patient underwent surgical procedure. Post-op, it was reported that patient may be experiencing an allergic reaction to metals in the plate.